Event description:
It was reported that a patient underwent a laparoscopic nephrectomy on (B)(6) 2013. During the procedure, when the physician connected the handpiece and tried to operate the device, the motor broke. It is unknown how the case was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4): the handpiece wouldn¿t morcellate because the specimen was very large. The surgeon used an endo catch device and removed the specimen in small pieces. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler was replaced.

Manufacturer narrative:
(B)(4). Conclusion the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.